Event description:
During emergency situation no oxygen delivered when nebulizer was hooked up to flow meter. Allegiance rep stated they were aware that there was a problem with the cuppling/nut thread and problem was corrected in 11/99. However, no recall was issued and error facilities were not notified of the lot # involved. Only after this incident were the devices removed by allegiance. There was no adverse outcome to pt, but device was rendered useless and had to use ambu bag. "This situation could have and should have been avoided!" Device was removed from facility before risk mgr could get lot # off of it.